Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical investigation: there is a temporal relationship between pd therapy with the liberty cycler set and the patient event of abdominal pain with subsequent diagnosis of peritonitis. There is a possible causal relationship between the adverse event and the allegation of a hole in the patient line of the liberty cycler set. Staphylococcus aureus is part of the normal flora of the nares and skin which suggests a breach in the sterility of the liberty cycler set occurred. This patient does not have a history of peritonitis. The liberty cycler set is not available for investigation, therefore the alleged hole cannot be confirmed. Based on the available information the liberty cycler set cannot be excluded as a cause of the patient event of peritonitis.

Event description:
A patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported a small hole in the patient line on the liberty cycler set. The patient reported abdominal pain with a diagnosis of peritonitis and antibiotic treatment. Additional information was obtained through follow-up with the peritoneal dialysis registered nurse (pdrn). Per the pdrn, the patient observed the hole in the patient line during treatment. The patient discovered a small amount of fluid on the floor after completing their pd treatment. The pdrn stated that there was a small slit in the patient line tubing. The patient¿s extension set was replaced as a precaution. The patient was reeducated on inspecting the product prior to use. The patient began having abdominal pain the following day and by evening had unbearable abdominal pain. The patient presented to the pd clinic with abdominal pain and cloudy effluent and was subsequently diagnosed with peritonitis. Pd effluent cultures were drawn, and the patient was started on ciprofloxacin and zyvox (route, dose, frequency and duration unknown). Culture results (unknown date) were positive for staphylococcus aureus and the ciprofloxacin was discontinued. The patient remains on zyvox (route, dose, frequency and duration unknown). Per the pdrn, the pd effluent cloudiness has improved the. Patient continues antibiotic therapy and continues to complete pd therapy with no further issues reported. Hospitalization was not required for this event. The liberty cycler set is not available for investigation.